Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed weekly maintenance on alinity I processing module, serial number (B)(6). However, no definitive part was identified as the cause of the issue. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. The alinity ci series operations manual provides adequate labeling with regards to maintenance and troubleshooting, the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the alinity I processing module and customer reported event. Based on the investigation, no product deficiency was identified for alinity I processing module, serial number (B)(6).

Event description:
The customer observed false repeat reactive alinity I hbsag results for several patients. The results provided were: on (B)(6) 2025 sid (B)(6) initial=965.52 s/co (> or =1.00 s/co=reactive) /repeated=1,026.71 s/co undiluted. Hbsagqu c2=1,461.40 s/co; c1=1422.17 s/co; % neutralization=3%. Hbsagqu c2=6,287.39 s/co; c1=8.70 s/co; % neutralization=100% (c2=> or =0.70 s/co and %. Neutralization=> or =50%=confirmed positive). Sid (B)(6) initial= 5.61 s/co /repeated=5.81 and 5.52 s/co. Hbsagqu c2=5.50 s/co; c1=0.26 s/co; % neutralization=99%. Sid (B)(6) initial=2.04 s/co /repeated=2.10 and 2.15 s/co. Hbsagqu c2=1.86 s/co; c1=0.23 s/co; % neutralization=99%. Sid (B)(6) initial= 8.59 s/co /repeated=8.70 and 9.16 s/co. Hbsagqu c2 = 8.15 s/co; c1=0.26 s/co; % neutralization=100%. Sid (B)(6) initial=2.77 s/co /repeated=2.42 and 2.34 s/co. Hbsagqu c2=2.19 s/co; c1=0.21 s/co; % neutralization=101%. Sid (B)(6) initial=27.96 s/co /repeated=27.96 s/co. Hbsagqu c2=25.05 s/co; c1=0.34 s/co; % neutralization=100% sid (B)(6) initial=5.85 s/co /repeated=5.69 and 5.65 s/co. Hbsagqu c2=5.50 s/co; c1=0.21 s/co; % neutralization=100% there was no reported impact to patient management.

Event description:
The customer observed false repeat reactive alinity I hbsag results for several patients. The results provided were: on (B)(6) 2025, sid (B)(6), initial=965.52 s/co (> or =1.00 s/co=reactive) /repeated=1,026.71 s/co hbsagqu c2=1,461.40 s/co; c1=1422.17 s/co; % neutralization=3%, hbsagqu c2=6,287.39 s/co; c1=8.70 s/co; % neutralization=100% (c2=> or =0.70 s/co and % neutralization=> or =50%=confirmed positive), sid (B)(6), initial= 5.61 s/co /repeated=5.81 and 5.52 s/co hbsagqu c2=5.50 s/co; c1=0.26 s/co; % neutralization=99%, sid (B)(6), initial=2.04 s/co /repeated=2.10 and 2.15 s/co hbsagqu c2=1.86 s/co; c1=0.23 s/co; % neutralization=99%, sid (B)(6), initial= 8.59 s/co /repeated=8.70 and 9.16 s/co hbsagqu c2 = 8.15 s/co; c1=0.26 s/co; % neutralization=100%, sid (B)(6), initial=2.77 s/co /repeated=2.42 and 2.34 s/co hbsagqu c2=2.19 s/co; c1=0.21 s/co; % neutralization=101%, sid (B)(6), initial=27.96 s/co /repeated=27.96 s/co hbsagqu c2=25.05 s/co; c1=0.34 s/co; % neutralization=100%, sid (B)(6), initial=5.85 s/co /repeated=5.69 and 5.65 s/co hbsagqu c2=5.50 s/co; c1=0.21 s/co; % neutralization=100%, there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.